Manufacturer narrative:
Report received at ams indicated that the perigee mesh was implanted for treatment of stress urinary incontinence. According to ams instructions for use perigee mesh is intended for treatment of pelvic organ prolapse only. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported to ams on (B)(6) 2011 that "on or about (B)(6), 2007" a pt was implanted with a perigee graft with intepro for treatment of pelvic organ prolapse. Since this surgery, it was indicated that the pt has pain, erosion of her internal bodily tissue and other injuries which were not specified.